Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Patient reported being injected with 1 syringe of juvéderm® volux¿ xc in each cheek, a total of 2 syringes. Patient states they began to feel a large painful lump 2 months post injection. Patient went to the hospital to have the lump "drained". Patient states "they have since had [the lump] drained 3 more times". Patient went 4 months without complication but "another pus pocket" occurred. Patient states this "pus pocket" was drained 1 week later. Patient calls the lump a "reoccurring sterile abscess". Patient later stated they were hospitalized 3 separate times. The first was for 5 days, the second time for 3 days, and a final time for 1 day overnight. Patient later reported they now have a "huge scar and dimple from the 4x [they] have had [their abscess] drained". Patient also reported the following treatments: alprazolam, "currently packing wound on cheek", doxycycline, ibuprofen, steroids, and zoloft. Patient later reported the hcp initially believed the symptoms to be related to a sinus infection, however it was later confirmed to be an abscess. Hcp later confirmed the patient is experiencing a sterile abscess. Patient later reported having "another outpatient surgery [¿] due to swelling and pain" and being put on "more antibiotics and steroids". Symptoms are ongoing. This was the initial use of the syringe. This is the same event and the same patient reported under (B)(6) ((B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿ xc (lot: 1000565587).

Event description:
Patient reported being injected with 1 syringe of juvéderm® volux¿ xc in each cheek, a total of 2 syringes. Patient states they began to feel a large painful lump 2 months post injection. Patient went to the hospital to have the lump "drained". Patient states "they have since had [the lump] drained 3 more times". Patient went 4 months without complication but "another pus pocket" occurred. Patient states this "pus pocket" was drained 1 week later. Patient calls the lump a "reoccurring sterile abscess". Patient later stated they were hospitalized 3 separate times. The first was for 5 days, the second time for 3 days, and a final time for 1 day overnight. Patient later reported they now have a "huge scar and dimple from the 4x [they] have had [their abscess] drained". Patient also reported the following treatments: alprazolam, "currently packing wound on cheek", doxycycline, ibuprofen, steroids, and zoloft. Patient later reported the hcp initially believed the symptoms to be related to a sinus infection, however it was later confirmed to be an abscess. Hcp later confirmed the patient is experiencing a sterile abscess. Patient later reported having "another outpatient surgery due to swelling and pain" and being put on "more antibiotics and steroids". Symptoms are ongoing. This was the initial use of the syringe. This is the same event and the same patient reported under (B)(4). (Emdr-51727). This MDR is being submitted for the suspect product, juvéderm® volux¿ xc (lot: 1000565587).

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.